Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2018]. Air/water channel: unspecified microbes (7 cfu/100 ml) [second time; (B)(6) 2018]. Air/water channel: unspecified microbes (10 cfu/100 ml) [third time; (B)(6) 2018] suction channel: unspecified microbes (90 cfu100 ml). The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). Ofr sent the subject device to a third party laboratory for an additional microbiological testing. As a result of the testing, 1 cfu/endoscope of staphylococcus coagulase negative was detected from the sample collected from all the channels of the subject device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined.